Event description:
It was reported by the patient that while still in the hospital after the implant procedure, the right atrial (ra) lead became disconnected. The lead was explanted and replaced. Then the patient also reported that about five days after the lead revision, the patient started "feeling funny" and questioned if the lead became loose again. The patient had discussed the initial dislodgement with the physician and was going to contact the physician again about the recent concern. Follow-up with the physician's office confirmed the original ra lead dislodgement and the replacement ra lead remains in use. The patient had been seen in the clinic since reporting feeling funny; pharmacological changes were made and the nurse speculated that may be causing the patient's experience. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).